Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with the following pre op diagnoses: 1. Left l3-4 herniated disk. 2. Left l4-5 herniated disk. 3. Kyphotic instability of l3-4, l4-5. 4. Bmi in excess of 30. The patient underwent the following procedures: 1. Bilateral lumbar laminectomy of l3-4, l4-5 involving exactly the inferior half of l3, complete l4 and superior half of l5. 2. Left l4-5 and left l3-4 diskectomy. 3. Bilateral posterolateral fusion, in-situ, l3-l4-l5 with right iliac crest graft, plus 15 ml of bone graft, plus 2 large rhbmp-2/acs. Per the op notes, right iliac crest graft was mixed with 15 ml of bone graft along with 2 large units of rhbmp-2/acs. Four ¿burritos¿ were created and the bone graft was impacted underneath the paraspinal musculature. Additional cortical cancellous strips were placed over the burritos, bilateral posterolateral l3-4-5. No patient complications were noted. Post-operatively, the patient experienced unspecified injuries.